Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. On (B)(6) 2021, the patient¿s mother noted that the child was vomiting and his insulin pump had stop delivering insulin due to a low reading on the cgm. His bg was 525 mg/dl. She drove him to the emergency room (ER) at 9:00 am where he was treated for diabetic ketoacidosis (dka) with IV insulin. He was released at 5:00 pm. At the time of the report he was in good condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.